Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay breached cut, there was blood in/on the helix mechanism (sleeve head), there was blood in/on the helix mechanism, there was a tip seal observation and there was apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead perforated one day post-op. No serious patient injuries were observed but the patient complained of sharp chest pain. The lead was replaced with a new rv lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.